Event description:
The customer reported that an erroneous low total thyroxine (tt4) result, below the normal reference range, was generated on a unicel dxl800 access immunoassay system for one patient sample. The initial result was not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The customer's policy was to repeat all "low" tt4 results and hence the tt4 result was repeated on the same instrument. The repeat result was higher but still below the normal reference range. Collectively the results were outside of the assay's precision claims. Patient demographics and sample collection/handling information was not provided by the customer. Instrument tt4 quality control results recovered within customer established specifications during the timeframe of this event. A system check performed prior to the event yielded results within established specifications.

Manufacturer narrative:
A field service engineer (fse) was on site on (B)(4) 2011 for a different event. The fse verified instrument hardware for the customer. A definitive root cause for this event has not been determined to date based on the available information.